Manufacturer narrative:
Batch review performed on 22 april 2021: lot 2007168: (B)(4) items manufactured and released on 08-oct-2020. Expiration date: 2025-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event: liner: mpact dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 2008277 batch review performed on 22 april 2021: lot 2008277: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot. 2007978 batch review performed on 22 april 2021: lot 2007978: (B)(4) items manufactured and released on 30-oct-2020. Expiration date: 2025-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.148mb double mobility acetabular shell ø48 (k143453) lot. 2004885 batch review performed on 22 april 2021: lot 2004885: (B)(4) items manufactured and released on 30-sept-2020. Expiration date: 2025-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2021, about 2 months and a half after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted competitor implants. The surgery was completed successfully.